Manufacturer narrative:
The customer reported signal loss using freestyle librelink application. The reported issue was investigated and attempted to be replicated. Per the abbott diabetes care (adc) compatibility guide, the reported configuration of samsung galaxy s25 is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" alarm issue was reported while wearing the abbott diabetes care (adc) device in use with a samsung s25 ultra with an unknown operating system version unknown. As a result, the customer had contact with a healthcare professional (paramedic) who obtained a blood glucose result of 0.6 mmol/l on a healthcare professional meter. However, no treatment was reported for this issue. No contact information was provided to adc; therefore, adc is unable to attempt any follow up activities related to this event. There was no report of death or permanent injury associated with this event.